Manufacturer narrative:
This supplemental report is submitted to correct section h6 and h10. The evaluation was not able to confirm the reported problem, however, a bad scope socket was found (locking mechanism not protecting the pins).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the scope socket may have failed due to wear of the locking mechanism due to use. It is presumed that the locking mechanism was worn and the scope socket failed due to excessive force. Regarding the handling of equipment, the instruction manual has the following description: "do not apply excessive force to the light source and / or other instruments connected. Otherwise, damage and / or malfunction can occur."

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be confirmed. The unit inspected and tested using test scopes and video processor; the image stabilized and functioned as expected.

Event description:
A user facility reported to olympus that the image was dark and they were unable to see anything. The problem, as reported to olympus, occurred during a diagnostic procedure. There was no patient injury or harm, associated with the problem, reported to olympus.